Event description:
The complainant reported that the clinician was preparing to implant a polaris ultra ureteral stent in a patient who was over (B)(6) (patient exact age unknown). According to the complainant, when the clinician opened the package containing the stent, the pigtail was found to be broken off. The clinician obtained another polaris ultra ureteral stent and successfully completed the procedure. There was no adverse affects to the patient as a result of the reported problem and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received for analysis, but the evaluation has not yet been completed. Upon completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).